Event description:
Philips received a complaint by a service engineer on the v60 indicating a device malfunction as the blower assembly motor was not turning on at all. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was sent to bench repair, where the service engineer observed that the replacement blower assembly needed to be ordered for repair as the motor was not turning on at all. The service engineer quoted the biomedical engineer (bme) for the replacement blower assembly; however, as of (B)(6) 2026, the bme rejected the repair estimate and decided to not have the device repaired. The device will be returned to the bme unrepaired, and per phone communication with the bme on (B)(6) 2026, the device will be retired. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.